Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 6996sq58, lead, implanted on: (B)(6) 2014. Other devices involved in this event: heartware ventricular assist system -controller 2.0, controller / (B)(4) /model #: 1420 / expiration date: 2018-08-31, UDI #: (B)(4). Yes, return date: 2018-05-01. No, device evaluation anticipated, but not yet begun. Mfg date: 2017-08-31. (B)(4). Other devices involved in this event: heartware ventricular assist system -controller 2.0, controller / (B)(4) /model #: 1420 / expiration date: 2018-08-31, UDI #:(B)(4). Yes, return date: 2018-05-01. No, device evaluation anticipated, but not yet begun. Mfg date: 2017-08-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a pump stop due to a driveline disconnect. The patient attempted a controller exchange which was unsuccessful as the primary controller driveline port pins were present in the driveline connector. The primary controller driveline port pins were present in the driveline connector. The patient was hospitalized, and a pump exchange was performed. The patient received intravenous (IV) inotropic support and thrombolytics. The pump and two controllers were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h10:d10 product event summary: hvad pump and two (2) controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed through log file analysis which revealed ten (10) vad disconnect alarms were logged on 26/aug/2018 from 11:36:30 to 14:10:28 on the controller (B)(4) in use at the time of the reported event. Additionally, multiple controller power up events were recorded on (B)(4) followed by the vad disconnect alarms. Log file analysis revealed two (2) controller power up events on (B)(4), however the controller did not detect a pump connected resulting in a vad disconnect alarm. This also corresponds with the reported controller exchange. Failure analysis of the returned controller (B)(4) revealed that the controller¿s pump connector pins were completely detached and present in the driveline connector. Once the connector was replaced, the controller passed functional checks. Failure analysis of the returned controller (B)(4) revealed that the device passed visual inspection and functional testing. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual inspection of the driveline connector revealed the controller¿s pump connector pins were present inside the connector. Internal pathological report revealed evidence of thrombus within the device. This is an additional observation not related to the reported event. Based on the available information, a possible root cause of the reported damage to the controller's pump connector can be attributed to an applied external force/trauma induced to the controller¿s pump connector that caused the connector pins to fracture. The most likely root cause of the vad disconnect alarm observed in the log files may be attributed to the damage induced to the controller's pump connector. The loss of power recorded on (B)(4) may be attributed to disconnection of both the power sources from the controller likely during the troubleshooting process. Internal investigation was initiated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and issues related to the therapeutic use of anticoagulant and antiplatelet medications. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.